Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. The patient was switched to manual ventilation. There was no report of patient injury.

Manufacturer narrative:
The customer did not return calls to obtain further information and repair service. No further information available. H3 other text : the customer did not return calls to obtain further information and repair service. No further information available.